Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm occurred. The patient was provided with a replacement device. Initial review of the alarm log confirmed that internal battery depleted and detachable battery depleted alarms occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational inspection, but a ventilator service required error was found during a check of the log and it was confirmed that there was an issue in charging the detachable battery. Internal battery depleted alarm and detachable battery depleted alarm occurred with 96% for remaining charge level of the internal battery and 99% for remaining charge level of the detachable battery. The device's system board and detachable battery were replaced to address the issues. The device's system board was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the system board for visual defects and found none. Pil reviewed the event log from service and noted an e-59 evt_battery_not_charging_fault in the log. Pil installed the system board in a test unit and started therapy with a test lung. Pil then removed ac power and ran therapy on detachable battery power until the detachable battery was at approximately 69% capacity. Pil then removed the detachable battery and ran therapy on internal battery power until the internal battery was at approximately 77% capacity. The test unit ran without issue on each of the batteries. Pil then applied ac power and installed the detachable battery and charged both batteries to 100% capacity without issue. Pil retrieved and reviewed the event log from the test unit and e-59 did not reoccur. Pil concluded that the system board operated as designed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The patient was provided with a replacement device. Initial review of the alarm log confirmed that internal battery depleted and detachable battery depleted alarms occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm occurred. The patient was provided with a replacement device. Initial review of the alarm log confirmed that internal battery depleted and detachable battery depleted alarms occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational inspection, but a ventilator service required error was found during a check of the log and it was confirmed that there was an issue in charging the detachable battery. Internal battery depleted alarm and detachable battery depleted alarm occurred with 96% for remaining charge level of the internal battery and 99% for remaining charge level of the detachable battery. The device's system board and detachable battery were replaced to address the issues.